Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified ulnar vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the center part of the balloon ruptured vertically upon third inflation at 14 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.